Event description:
Rrt stated pt on CPAP and everything ok. He went to rt dept to get computer slips and was paged to go back to pt's room because he pulled the mask off. Pt stated he pulled mask off because he couldn't breath. The min. Vol. Alarms had been set at 20/4 and now the limits were reading --/41. Rrt reset the alarms and reapplied the mask. As rrt was standing there rechecking the evita again, it shut off a second time. The evita was then changed to another ventilator.